Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed excessive no delivery alarm. Customer's blood glucose was 500 mg/dl. Customer had already changed set. Customer was advised to monitor the device. Customer will not be returning the device for analysis.